Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that during the surgical operation (decompressive surgery after head injury), the surgeon inserted the catheter, but the cam01 (camino advanced monitor) displayed the logo of check catheter connection. The surgeon turned on and off the cam01 and plugged in and out the catheter. That worked and he could zero it, but when he inserted the catheter again in the intensive care unit (ICU) after surgery, the same phenomenon occurred again. He plugged the catheter in and out but this time, he saw an error code 4 and the wrench mark on the cam01 display. This disappeared by exchanging the catheter. The new catheter functioned normally. Patient data was not available. There was no harm to the patient.